Event description:
It was reported that the patient presented to the clinic for normal follow up. Noise was appearing on a plugged atrial port. The device was reprogrammed successfully. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).